Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had unresponsive button due to corroded keypad traces. The device had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that buttons are not working on their insulin pump. No additional information is provided.